Manufacturer narrative:
Visual inspection of the returned controller revealed a small slice in the outer jacket of the white power cable. Functional testing revealed that the resistances of the white power cable were within the accepted values; however, slightly increased resistances were observed within the black power cable. Further testing of the individual wires within the black cable revealed that one of the inner wires which pertains to the battery gauge had a slightly increased resistance. Despite the observed outer jacket damage on the white power cable and the slightly increased resistance within the black cable, the controller operated as intended throughout all testing. Atypical events were unable to be reproduced, even when the power cables were manipulated by hand. The root causes of the reported events could not be conclusively determined through this analysis, as the alarms could not be reproduced; however, the observed wire fatigue within the power cables may have contributed to the low voltage advisory alarms. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ provides users with descriptions of each alarm that may sound from their system controller. Instructions for how to resolve each of these alarms safely are also provided. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number: (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The product was shipped to the customer on 13feb2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported that for a week when they disconnected the battery connected to the white power cable to switch power sources, they heard an alarm. The patient did not have any alarms when they reconnected from the power module to batteries. Log file review found a series of power cable disconnect alarms regardless of the power source. No audible alarm accompanied these messages. The system controller was exchanged. A review of the log files by technical services found some odd voltages on the system controller power cables while using battery power that resulted in long strings of low voltage advisory events.